Event description:
Nellcor puritan bennett rec'd a call from rep from a facility who called to report the following problem: stop cycle while on pt. All leds and constant audible alarm. Pt placed on backup lp10.